Manufacturer narrative:
B3 date of event was estimated based on the event occurring in august 2025.

Event description:
It was reported via medsun that device detachment occurred. The patient presented for unilateral leg angiography. The target lesion was a total occlusion located in the mid-right thigh. The pt graphix guide wire was introduced, however, the wire got stuck and a small portion of the tip snapped off. Further imaging was done which confirmed chronic total occlusion. The wire remained in the right thigh.